Event description:
During surgery, it was reported the tip broke off in the patient. The surgeon did not remove the tip as he thought it would take too much time and lots of blood loss. The surgeon put the anchor on top in the same hole and secured it. The surgeon was pleased with the result. There were no reported patient injuries or complications.

Manufacturer narrative:
(B)(4).